Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation determined the reported positioning failure of inability to grasp the leaflets appears to be related to patient morphology/pathology. The reported patient effect of tissue injury appears to be due to the procedural condition of the inability to grasp the leaflets. Tissue injury is listed in the mitraclip instructions for use (IFU) as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling. Na.

Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the leaflet damage. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4. The clip delivery system (cds) was advanced however after several attempts, the leaflets were unable to be grasped. The cds was removed and it was noted the posterior leaflet had a slight flail on the tip of p2 segment due to the grasping difficulties. The procedure was aborted with the mr remaining at 3-4. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.